Manufacturer narrative:
A field service engineer (fse) went to the customer site and found that the waste chute was blocked, and talked the customer through clearing out the chute. The customer then restarted the instrument which corrected the issue. Review of service and complaint history for serial number 10273002 was conducted from 21-mar-2015 through21-apr-2016 for similar complaints and identified no similar type of event. The most probable cause of this event may be related to blockage of the waste chute. The aia-900 operator's manuals informs the customer of the following: cause of the c transfer cup not releasing is because the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 the customer reported error code 2163, c transfer cup not released during use of the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, prog, and bhcg. There is no indication that patient intervention or adverse health consequences occurred due to the delay in reporting of patient results.